Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during preparation for a therapeutic procedure that the camera head shows scope communication error e226. The operating room was not aware of the occurrence of the error, only the logged data," and there was no impact on the procedure or harm to the patient. Related patient identifiers: (B)(6).

Manufacturer narrative:
This device was returned to olympus for evaluation. The device evaluation did not confirm the original complaint and there were no additional findings. This investigation is still ongoing. A supplemental report will be submitted upon completion of the investigation or if any further information is provided by the user facility.